Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 544 mg/dl at the time of the incident and current was 431 mg/dl. Customer reported that the high blood glucose levels began on (B)(6) 2019. The customer treated the high blood glucose ready with a bolus, which brought the blood glucose to 128 mg/dl. The customer had blood glucose was 542 mg/dl and treated with the bolus and manual injection. Customer was advised to change the infusion set, to treat high blood glucose with manual injection and to contact their health care professional. The product was not returned for analysis.